Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (7.5 mg/day at 1.0 mg/day) and baclofen (45.0 mcg/day at 6.491 mcg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced inconsistent pain relief and intermittent withdrawal which they reported as positional. There were no external factors that contributed to the issue. The healthcare provider (hcp) attempted to access the catheter access port (cap) but was unable to aspirate cerebrospinal fluid (csf). The pump pocket was opened up and they were still not able to aspirate. After this, the catheter was dissected from the fascia and a kink was discovered at the connector pin. Once the catheter was straightened out, the cap was able to aspirate. The issue was resolved and the catheter remained implanted. The patient's weight was (B)(6) and they had a medical history of sleep apnea and chronic pain. The patient's status at the time of the report was alive - no injury.